Event description:
It was reported that pump showed malfunction code 199 in tandem source, and customer was informed this indicated pump malfunction with specific non-resettable malfunction code 16. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support confirmed pump serial number, verified shipping address, provided storage and return instructions, and arranged replacement pump under warranty with instructions to return malfunctioning pump within 10 days.